Event description:
Updated summary: the insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 and h11 with this report. The type of investigation, investigation findings and investigation conclusion codes have been updated to 4114, 3221 and 67 in the h6 section respectively. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with blank display due to cracked lcd controller. Unable to perform the displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion test and self test due to blank display. Unable to download history files and traces using thump software. The pump was cut open to perform visual inspection and found cracked ic u6 on pcba2 assembly noted. The following were noted during visual inspection: minor scratches on lcd window, minor scratched case, cracked lcd controller and cracked keypad overlay noted. In summary, the customer alleged cosmetic damage (cracked keypad) confirmed. Blank display was confirmed during analysis due to cracked lcd controller on the electronic assembly pcba1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s mother observed the insulin pump display suddenly stop working, with a blank screen and only illuminated buttons, as well as a dark spot on the screen. The issue persisted after replacing the battery and cap. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was partially performed, and the customer reported that the pump had not been dropped and was protected by a silicone case. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer response was that the device would be returned.